Manufacturer narrative:
The return product analysis testing did not indicate any malfunction issue with the sensor. Review of sensor data synced by the user in dms indicated that the user was not properly calibrating the system, which very likely prevented the system from adjusting its glucose values accurately, leading to the missed high glucose alert in this incident.

Event description:
Senseonics was made aware of a serious adverse event where user experienced hyperglycemia and had difficulty in breathing and was admitted to hospital. User was assessed at hospital to be having high blood pressure and elevated glucose, for which user was treated with blood pressure medicated and 6 units of novolog. Sensor data review confirmed that user didn't receive a high glucose alert at the time of event because the senor glucose reading did not cross the high glucose alert threshold set by the user.